Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent within 3 hours of insertion at upper buttocks, which cause the patient's blood glucose levels was elevated to high, therefore patient had received correction bolus via pump. The patient also reported that he had ketones. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the reference samples for the lot 6006619 have already been previously tested in the complaint (B)(4) on 31/jan/2025. Test results: the reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report database complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6006619 was manufactured according to the work instruction (wi) version 113 manufactured in the line 3, on 02/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006619 and other 9 complaint has been registered in database for the same lot 6006619 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code

Event description:
To date no additional patient or event details have been received.